Event description:
It was reported that a patient underwent a revision surgery approximately 3.5 years post implantation due to cup loosening, wear, and liner fracture. Operative notes indicated a loose, malpositioned cup, surface scratching on femoral head and stem, and liner was fractured along the posterior lip of the liner.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 11-104109, stem, lot # 692290; item # 650-1056, femoral head, lot # 495330; item # 650-1064, taper sleeve, lot # 341410; item # ep-108322, liner, lot # 131840; item # 31-323230, drill bit, lot # 797410; item # 103533, bone screw, lot # 751420. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09263, 0001825034-2018-09264, 0001825034-2018-09265, 0001825034-2018-09266, 0001825034-2018-09437.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post implantation due to unknown reason. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of provided patient medical records the reported device loosening and fracture event. In relation to this device, the acetabular component was identified as malpositioned and caused femoral impingement. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.